Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low speed and pump stop events can be confirmed based on the submitted log file. The log file contained approximately 9 days of data, spanning from (B)(6) 2019 08:17 to (B)(6) 2019 20:18, which captured numerous low-speed and pump stop events while the patient was supported by both the power module and batteries. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of driveline. A distal end driveline replacement was performed by a tech services representative on 26nov2018. Approximately 17¿ of the external portion/distal end of the driveline was returned. A previous distal end repair had been performed under wo 54390. Extra 2¿ pieces of each wire were also returned, which were free from any insulation breaches or damage. The silastic sleeve and previous repair were removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Per the vad coordinator, the patient has had 3 additional alarms/pump stops and is currently not a candidate for a pump exchange due to weight gain. The patient knows to avoid position changes that trigger the alarm and is actively losing weight to hopefully become a candidate for pump exchange if need. Clinical assessment and labs are unchanged at baseline. The patient remains ongoing on vad support. The heartmate ii patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time.the heartmate ii lvas IFU also discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient has had 3 additional alarms/pump stops after the driveline repair and is currently not a candidate for a pump exchange due to weight gain. No further information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms on battery power without symptoms and was asked to come to the ed. Patient was noted to have pump stoppages on battery power. Patient had multiple pump stoppages upon arrival to ed with attached to power module with controller fault. Patient was placed on the backup controller and maintained on battery power. The patient has previously underwent a drive line repair. Of note, the patient has had significant weight gain since lvad insertion. The data showed pump stoppages, these issues appear to be occurring on both power module and on batteries. This was a phase to phase situation. The patient was pending floor admission. If there was enough drive line left to repair again, this may be an option, otherwise we consider a pump exchange for the patient. The space between from the exit site to the repair site is 18.5 cm. Drive line repair/ percutaneous lead replacement was performed ~2.5" inches from the exit site. After repair, patient was tethered on grounded cable without issue. No further information was provided.